Event description:
The product was used during a lap burch procedure. Reportedly, the staples would not close properly. No pt injury reported.

Manufacturer narrative:
Device not received for evaluation.